Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was noted that the rewind stops prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 14-aug-2018 with the following findings: the black box data revealed several call service 064 motor alarms with high force occurring due to occlusion during the prime step. On investigation, the rewind step was performed correctly and a 200 unit cartridge inserted. Ez-prime steps were successfully completed. Investigation did not duplicate the alleged rewind issue. There was no debris found in the cartridge compartment and no damage, defect or contamination found inside the pump on the motor circuit.